Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system's geometry was functioning but the flexarm movement was slow. Philips has reached out to the customer to gather additional information on the completion of the patient procedure. The customer has communicated to philips that they are unable to provide additional information. A philips field service engineer (fse) inspected the system onsite and performed troubleshooting steps. Despite these efforts, no root cause could be identified, and no corrective action was taken. Log file analysis showed a motor assembly error, with the amc drive reporting an error with the feedback of the motor amplifier. No definitive cause could be determined. After 9 months, the issue did not reoccur. Philips evaluated this complaint as not reportable. Although, the system movements were slowed down but operational, this scenario would not likely to cause death or serious injury if it were to reoccur. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.